Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on (B)(6) 2011 the right ventricular lead exhibited loss of capture at 3.0 v, 0.4 ms. The patient was seen in-clinic on (B)(6) 2011 and ventricular thresholds were 2.0 v, 0.4 ms. Loss of capture could not be reproduced with positional changes. Chest x-ray results appeared normal. The ventricular output voltage of the patient's pulse generator was increased.